Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, while pushing the balloon down the shaft of the catheter, the shaft broke in half. The procedure was completed, and no patient complications or injuries were reported.